Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
The reported condition of will not advance while infusing was not confirmed or duplicated, therefore the rootcause could not be determined. A service history review reveled that this device was not previously serviced for the reported condition of non-delivery. (B)(4)

Event description:
The facility representative reported to baxter largo technical services one infus or pump in which it will not advance while infusing. The reported condition occurred in the surgery area. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)